Event description:
The customer reported that bed to bed alarms intermittently do not sound.

Manufacturer narrative:
(B)(4): the customer reported that bed to bed alarms intermittently do not sound. No pt harm was reported. If the alleged malfunction is to reoccur it may contribute to a serious injury or death. Once all needed data is available, a full investigation will be conducted and a corrective action will be implemented if necessary. Philips is in the process of obtaining additional info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.